Event description:
The customer reported that the device ac power module made a hissing sound and requested replacement. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Updated "single-use" to no